Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknown. The pt has a history of severe obesity. It was reported that the pt presented to the e.r. On an unknown date with back pain. Evaluation demonstrated a type I endoleak caused by dilatation of the aortic neck, which measured approx 30 mm in diameter. The pt is reported to be in stable condition and the stent graft was scheduled to be explanted in 2004.